Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, no access to patient information.

Event description:
It was reported from the medical surgery unit that there was an under infusion of moxafloxasin. Tigecycline was being infused at the same time to prevent nausea to the patient. The infusion was set to run for one hour but it was noted that the device alarmed at 40 minutes that the infusion was complete. When the infusion bag was checked, there was still fluid remaining. Customer had to extend the infusion time due to the administration of medication not being fully delivered. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
After further review it was determined that this is a duplicate and will be cancelled. Please reference manufacturer report number 2016493-2020-01286 for MDR reporting.

Event description:
It was reported moxafloxacin was programmed to infuse over sixty minutes. Forty minutes into infusion, the pump indicated that it was complete although half of the medication was still in the bag. The infusion time was then extended but there was no impact to the patient. The event occurred at a medical-surgical unit.